Event description:
A report was received that the patient was recently revised and was experiencing pain at the incision site. The patient was given ancef IV antibiotics and was prescribed keflex antibiotics as a precaution. The patient was examined at a clinic and informed that there was no infection. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, serial # (B)(4), description: implantable pulse generator (ipg) model # sc-8216-50, serial # (B)(4), description: artisan surgical lead with platnalock technology - 50cm model # sc-4316, lot # 15047651, description: click anchor.